Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from a patient's right eye due to a mechanical complication of the iol, detail of mechanical complication was not provided. At explant there was no incision enlargement, vitrectomy or sutures required. The zkb00 iol was replaced with a non-amo lens.

Manufacturer narrative:
Additional information: through follow up it was learned that the patient's vision was improving. However, no further information or clarification could be obtained with regards to their reported mechanical complication issue. Device evaluation the device was returned to the manufacturer. Visual inspection of the return sample shows the lens is cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.